Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, multiple stored episodes of ventricular noise reversion were noted. Review of the episodes revealed high amplitude noise artifacts on the ventricular channel. The patient is not pacemaker dependent and was asymptomatic to the event. The noise could not be recreated in the clinic with isometric testing. The lead diagnostics were stable. No intervention was reported.